Manufacturer narrative:
Concomitant medical products: c4tr01, crt-p, implanted (B)(6) 2015.

Event description:
The patient reported that their right ventricular (rv) and right atrial (ra) leads were replaced due to breathing problems. They also reported that the cardiac resynchronization therapy pacemaker (crt-p) was not responding appropriately to activity. The crt-p appears to remain in use. Follow up yielded no further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.